Event description:
Report received of an underdelivery. The contact reported that the secondary line of the device was programmed to deliver 21ml of an unk concentration of adenosine (via syringe) for a duration of six minutes. The contact reported that after six minutes, the pump displayed indicated that 21ml was delivered; however, the pt reportedly only received 12ml. The device was removed from clinical service. The adenosine was not restarted at that time. There were no reported adverse pt effects and no medical interventions were required. The pt was discharged home but needed to returned to the user facility on an unspecified date to complete the stress test. Though requested, no additional info was provided.